Event description:
It was reported that the local area representative placed a call to technical services (ts) for review of this patient with this implantable cardioverter-defibrillator (ICD) who experienced dual arrhythmias in which shock therapy was appropriately delivered to treat the patient underlying ventricular fibrillation (vf). In the stored episode was observed, the patient exhibited atrial arrhythmia with irregular ventricular fibrillation. Anti-tachycardia pacing (atp) therapy was delivered, however, the atp was unable to convert the rhythm. Further, the ICD delivered multiple shocks, and therapy was eventually exhausted. The shock therapy was unable to convert the rhythm. Reprograming options were discussed. No additional adverse patient effects were reported. The ICD remains in service.